Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "did not deliver medication as expected" during therapy. A patient was receiving levophed (at 111 cc/hr, later reduced to 20 cc/hr) and vasopressin through one lumen of a triple lumen catheter (tlc) via a y-site (vasopressin behind the levophed). The nurse inspected the pump and bag, noting that the levophed bag "was full when it should have been about to finish". The patient was in a critical state and as a result, the patient experienced hypotension and was administered additional "2 vasopressors and bicarb" (¿phenylephrine followed by epinephrine titrated to its maximum dose¿). The pump allegedly did not show any alarms or alerts. The pump was changed and a new levophed bag was infused resulting in the patient showing signs of improvement. No additional information is available.